Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to the device not working. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 800 underwent a thorough analysis. The cuff was visually inspected, and leak tested, no visual damages and abnormalities were identified, and the leak test was passed. Visual inspection of the pump did not identify any anomalies and the component passed leak testing. The balloon was visually inspected identifying a damage in the shell proximal to the sphere-adapter junction consistent with a sharp instrument; therefore, the component did not pass leak testing. Based on the information available and analysis results, the hole in the shell could have caused or contributed to the reported clinical observation of the device not working. A conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported performance allegation cannot be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to the device not working. There were no patient complications.